Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head catalog # unknown lot # unknown. Unknown stem catalog # unknown lot # unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01379. 0001822565-2020-01382. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is left hip arthroplasty dislocation, and focal proximal femoral osteolysis. No other complications/ findings were noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. However, review of radiographs indicates possible dislocation, radiolucency, and osteolysis. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. Review of the available records identified left hip arthroplasty dislocation, and focal proximal femoral osteolysis. No other complications/ findings were noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced dislocation. The surgeon was able to relocate the patient without surgery. Attempts have been made and additional information on the reported event is unavailable.